Manufacturer narrative:
Date of event: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3287071. Medical device expiration date: na. Device manufacture date: 2013-11-27. Medical device lot #: 4027468. Medical device expiration date: na. Device manufacture date: 2013-11-27. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot numbers. Due to these batches being made in 2013 and 2014, files are retained for 7 years, and no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 3287071 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 3287071. A complaint lot history check was performed on lot # 4027468 for label information missing (expiration date). This is the 1st related complaint for label information missing (expiration date) on lot # 4027468. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on syringes. Consumer stated that the expiration date is not on the boxes.